Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Low bg cause was not known. Customer reported that they did not take any action to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.